Manufacturer narrative:
(B)(4). The two other perclose proglide devices are being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, after a high stick in the right common femoral artery, the proglide device was not put down far enough into the artery to complete closure. A second proglide device was used with the same results. A third proglide device was used; however, the rail suture was cut and pulled out of the artery. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.